Event description:
It was reported that the ventilator started running on a internal battery at 8:30am. The reporter heard battery low alarm at 9:50 and then battery empty alarm at 9:51am and the unit shut down. Please note that there was no pt involvement in the incident.